Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that a bd precisionglide¿ needle had foreign matter. The following was reported, "material no. 305106, batch no 7264532. It was reported that there was a foreign particle floating in the injection. There was a foreign particle floating in the injection. Were there any non-supply components used to prepare the dose? No. I used the syringe and needles that came with the box. Was the 19g filter needle (provided in kit) used to draw? Yes (see above). Was the seal on kit present and in-tact? Yes. Which component has the particle¿the vial, syringe or the needle? Is the particle on the plunger rod or inside the barrel? Be very specific. The particle was noted to be floating within medication within the barrel of the syringe after it was drawn up (using the filter needle). It seems unlikely that such a large particle could have been aspirated through the filter, but cannot say 100% that it was not in the vial. Although I look at the vial when I am drawing up fluid, I do not look for longer than is necessary to see the needle tip inside the fluid inside the vial and to see the fluid being drawn up. Which point during preparation was the particle discovered? See above. The particle was noted after the medication had been aspirated from the vial into the syringe and after the 19 ga filter needle was switched to the 30 ga injection needle. What is the shape, color and size of particle? It is a dark gray/brown slightly fluffy appearing particle close to 1 mm in its greatest dimension? Is the particle free-floating or fixed? Free floating in the fluid. Did the person use any method to clean the vial? No. H.6. Investigation: three photos were provided. One photo shows a particle over a white surface with a note stating it was the foreign matter found inside the syringe. The other two photos show the syringe. Failure mode is verified however root cause cannot be determined based on the photo. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a bd precisionglide¿ needle had foreign matter. The following was reported, "material no. 305106, batch no 7264532. It was reported that there was a foreign particle floating in the injection. There was a foreign particle floating in the injection. Were there any non-supply components used to prepare the dose? No. I used the syringe and needles that came with the box. Was the 19g filter needle (provided in kit) used to draw? Yes (see above). Was the seal on kit present and in-tact? Yes. Which component has the particle¿the vial, syringe or the needle? Is the particle on the plunger rod or inside the barrel? Be very specific. The particle was noted to be floating within medication within the barrel of the syringe after it was drawn up (using the filter needle). It seems unlikely that such a large particle could have been aspirated through the filter, but cannot say 100% that it was not in the vial. Although I look at the vial when I am drawing up fluid, I do not look for longer than is necessary to see the needle tip inside the fluid inside the vial and to see the fluid being drawn up. Which point during preparation was the particle discovered? See above. The particle was noted after the medication had been aspirated from the vial into the syringe and after the 19 ga filter needle was switched to the 30 ga injection needle. What is the shape, color and size of particle? It is a dark gray/brown slightly fluffy appearing particle close to 1 mm in its greatest dimension? Is the particle free-floating or fixed? Free floating in the fluid. Did the person use any method to clean the vial? No.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle had foreign matter. The following was reported: "material no. 305106, batch no 7264532. It was reported that there was a foreign particle floating in the injection. There was a foreign particle floating in the injection. Were there any non-supply components used to prepare the dose? No. I used the syringe and needles that came with the box. Was the 19g filter needle (provided in kit) used to draw? Yes. Was the seal on kit present and in-tact? Yes. Which component has the particle¿the vial, syringe or the needle? Is the particle on the plunger rod or inside the barrel? Be very specific. The particle was noted to be floating within medication within the barrel of the syringe after it was drawn up (using the filter needle). It seems unlikely that such a large particle could have been aspirated through the filter, but cannot say 100% that it was not in the vial. Although I look at the vial when I am drawing up fluid, I do not look for longer than is necessary to see the needle tip inside the fluid inside the vial and to see the fluid being drawn up. Which point during preparation was the particle discovered? The particle was noted after the medication had been aspirated from the vial into the syringe and after the 19 ga filter needle was switched to the 30 ga injection needle. What is the shape, color and size of particle? It is a dark gray/brown slightly fluffy appearing particle close to 1 mm in its greatest dimension. Is the particle free-floating or fixed? Free floating in the fluid. Did the person use any method to clean the vial? No. Image 3 was provided by the complainant."